Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot#: 4012814. D4. Medical device expiration date: 30-jun-2025. D4. Unique identifier (UDI) #: (B)(4). H4. Device manufacture date: 12-jan-2024. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿ ii advance, an unspecified number of tubes underfilled across two lot numbers. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® sst¿ ii advance, an unspecified number of tubes underfilled across two lot numbers. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received two photos for investigation. The evaluation of these photos demonstrates underfill. A total of 20 retained samples from each lot number underwent functional testing all 40 tubes were within specification. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode underfill. No definitive root cause could be established for the reported defect. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.